Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (white chemical film found on scope after processing) was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had white chemical film found on the scope after reprocessing. There were no reports of patient involvement.